Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected weak battery or blank display was noted. The lcd board ok. However, the insulin pump was received with corroded battery tube, minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display, weak battery and damage from the insulin pump. The customer's blood glucose level was unknown. The customer stated that no matter what battery he inserts, the battery dies after a few days. The customer stated that the battery died after a few days and the screen went blank. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.